Manufacturer narrative:
Neutraclear® is a registered trademark of cair l.g.l. (B)(4) is the authorized distributor of neutraclear®. Medical device lot #: an invalid lot # of 20f29-t was provided by the initial reporter. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd neutraclear¿ needle-free connector experienced leakage, and device damage while still considered operable. The following information was provided by the initial reporter: a patient with a PICC line was infused with parenteral nutrition overnight. In the morning we found that the product was leaking into the bed. By analyzing the situation, we found a defect in the connector neutraclear. It seems that the glue or the crimping was defective, the 2 elements of the connector (transparent part with the orange one) could be separated and were not consolidated as one piece.

Manufacturer narrative:
Correction d.4. Medical device lot #: 20f29-t the MDR reported the lot number as invalid. However lot 20f29-t is a correct lot number. The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-07. H6: investigation summary : one el201 sample was received for investigation no packaging was received with the sample, however the customer has indicated that the affected lot number was 20f29-t. A visual inspection of the returned sample noted that the male luer and top of the piston were missing from the returned component; only the housing and silicone insert of the component was returned for investigation. The details of this feedback were forwarded to the legal manufacturer of the product, cair lgl, for investigation. Their analysis of the returned component identified that residue of the glue dots used to bond the male luer to the rest of the neutraclear housing were visible, suggesting that the component was correctly assembled; in this instance without the male luer of the component a definitive root cause could not be determined. A review of the production records from lot 20f29-t did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a very small number of similar reports against the el201 product in the past 12 months.

Event description:
It was reported that the bd neutraclear¿ needle-free connector experienced leakage, and device damage while still considered operable. The following information was provided by the initial reporter: a patient with a PICC line was infused with parenteral nutrition overnight. In the morning we found that the product was leaking into the bed. By analyzing the situation, we found a defect in the connector neutraclear. It seems that the glue or the crimping was defective, the 2 elements of the connector (transparent part with the orange one) could be separated and were not consolidated as one piece.